Event description:
The user facility rep reported that the device was t-wave oversensing. As a result of the oversensing, the patient received inappropriate therapy. It was also noted that there was some noise on the lead and the rep was unable to capture at max output. The lead was repositioned.